Event description:
Additional information received. Rep responded and indicated that leads were explanted and disposed of on (B)(6) 2021. The leads were replaced and the impedance, lead migration and shocking issues all resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) explanted: (B)(6) 2021 product type lead product ID 977a260 lot# serial# (B)(6) product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date: date inaccurate, only the year is valid. Concomitant products: product ID: 977a260, serial#: (B)(4), product type: lead. Product ID: 977a260, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 05-oct-2024, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 05-oct-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a manufacturer representative talked to the patient a few weeks ago and reset perception thresholds over the phone. Since that time the patient claimed to receive shocking sensations. The patient was programmed on dtm therapy settings and was programmed at 1ma on program 1, and 0.7 ma on 2 3 and 4. The caller indicated that they reduced the intensity to 0.5 for p1 and 0.4 for p2/3/4 and the patient was no longer feeling the shocking sensation. The representative asked what they should do about the shocking sensation. The representative was not with the patient. Considerations for troubleshooting were reviewed. The representative indicated that they would follow up with the patient. Additional information received from a manufacturer representative and a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the cause of the shocking issue was that several contacts were out on the patient's leads. Contacts 1, 2, 5, 6, 7, 12, and 13 were listed as "do not use." The patient reported that in june they started to feel a jolt down their back all the way down their leg and that they were being shocked. Now the shocking was worse and they felt the shocking in their chest and all the way down, as if someone was shocking them with a defibrillator. They met with their doctor a few weeks ago and the doctor said that their leads moved and they needed to have surgery performed; their surgery was scheduled for (B)(6) 2021. The patient noted that a representative changed programs at the appointment and lowered settings, but the patient was still feeling the shocking sensation. They turned off their stimulation but were told to keep their implant battery charged up.